Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 450 mg/dl. The customer stated that cannula was bent. The troubleshooting was performed for the bent cannula. The device will not be returned for the analysis.